Manufacturer narrative:
Patient information is not available for reporting. Date of postoperative opal cage back out is unknown. Device remained implanted; as such explant date is not applicable. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes employee. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient underwent transforaminal lumbar interbody fusion (tlif) back surgery on (B)(6) 2018 to fix left l2-l3 of the spine. After the primary surgery, the patient visited to see the surgeon on (B)(6) 2018 and complained of back pain. The surgeon found out that the left l2 screw was disassociated, and the oblique posterior atraumatic lumbar (opal) cage backed out. On (B)(6) 2018, removal surgery was performed to explant left l2 and l3 set screw. It is unknown if the procedure was completed successfully but there was no surgical delay noted. There was no adverse consequence to the patient. This report captures the synthes spine opal cage that backed out post-operatively while (B)(4) captures the depuy spine screws that disassociated post-operatively. Concomitant device reported: single-inner set screw (depuy spine) (part# 179702000, lot# unknown, quantity# 1). This report is for one (1) opal spacer 10mm x 24mm 11mm height/revolve-sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional information provided. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The cage was re-positioned to the correct location. The surgery was completed successfully.